Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Front panel overlay has a mark in the screen area and will be replaced. Output power for the unit was found to be low; the output waveforms were distorted in cut and coag modes. It was found that component r7 on rf amp pcba had cold solder joint and after re-soldering the unit delivered rf energy correctly into fixed resistors. Error log: 4 e1 (both handpiece buttons pushed simultaneously), 10 e5 (monopolar handpiece has reached end of life), 5 e6 (monopolar handpiece not recognized as peak device), 2 e8 (generator overcurrent). All errors are normal use errors. Root cause: it was found that the unit was unable to deliver cut and coag energy correctly because component r7 on rf amp pcba had cold solder joint. However, this finding during servicing does not relate to the incident described in the reported incident therefore the complaint is not confirmed but analysis finding code will corresponding to servicing findings. (B)(4).

Event description:
Plasmablade device began sparking and small flame was seen coming from device tip. When surgeon let go of button on device, the device still continued to spark/flame.

Event description:
Plasmablade device began sparking and small flame was seen coming from device tip. When surgeon let go of button on device, the device still continued to spark/flame.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).